Event description:
Information was received that a smiths medical pneupac baby pac ventilator had no flow. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: received device in fair condition. Performed initial functional test by connecting unit to 50 psi of both o2 and air. Ran for 3 hours and found it to be functioning without issue. Tested and device passed all functional checks. Could not confirm customer reported reason.